Manufacturer narrative:
(B)(4). Placeholder.

Event description:
We received a report concerning a male patient where an intraocular lens was explanted from his right eye after he experienced anisometropia. No complications were reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the returned sample was inspected at 10x microscope magnification. Lens has some surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. Also, one of the haptics is broken. The lens haptic condition may be related to the explant process. No manufacturing related issue was identified. Diopter measurement: the lens was cleaned to remove surfaces residues. Optical inspection results showed that the lens correspond to a 22.5d. All pertinent information available to the manufacturer has been submitted.